Manufacturer narrative:
Exact date unknown, event occurred a few years ago from the date the manufacturer became aware of the event. Explant date: a few years ago.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure.